Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm "crisis" for a heart rate of 208 beats per minute (bpm). After reviewing the submitter information by the customer, including the multiple patient receiver (org) alarm settings, it was found that this facility's equipment was not configured to alarm "crisis" for these types of events. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the cns but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitter: model: ni, s/n: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown). Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm "crisis" for a heart rate of 208 beats per minute (bpm).

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) medical center reported a missed alarm on the cns-6801a (pu-681ra sn: (B)(6) ). Investigation summary: the root cause is determined to be the customer's alarm limits configuration which caused the unit to not alarm crisis. From the information provided, the cns was operating within specifications and alarming appropriately per customer selected alarm limits. No pattern of issues relating to missed alarm was found for the unit. No risk assessment is performed as the reported issue is not suspected to involve a non-conformance. Additional model information: d11 & c2: the following transmitter was used in conjunction with the cns but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitter - model: ni. S/n: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown). Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm "crisis" for a heart rate of 208 beats per minute (bpm).